Event description:
The report received from the affiliate indicated that after a percutaneous transluminal angioplasty (pta), the guiding sheath used for the procedure was being exchanged for a 6 fr. 11 cm. Si brite tip str sheath in preparation for use of an exoseal vascular closure device (vcd). During the exchange/insertion of the sheath, the physician encountered difficulty inserting the sheath into the patient¿s femoral artery and the distal portion of the sheath was noted to be frayed. The device was removed and another sheath was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The target lesion for the pta was the superficial femoral artery (sfa). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no reported product issues reported during deployment of the exoseal vcd. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that after a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, the sheath used for the procedure was being exchanged for a 6 f brite tip sheath in preparation for use of an exoseal vascular closure device (vcd). During the exchange/insertion of the sheath, the physician encountered difficulty inserting the sheath into the patient¿s femoral artery and the distal portion of the sheath was noted to be frayed. The device was removed and another sheath was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no reported product issues reported during deployment of the exoseal vcd. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the device for analysis, the root cause of the complaint could not be confirmed. The IFU cautions ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the information provided, vessel characteristics may have contributed to the fraying of the sheath. There is no evidence that the complaint was related to a design or manufacturing issue, therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15852637 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.